Manufacturer narrative:
The root cause for the stem loosening was unable to be definitively determined. The sales representative stated that the surgeon reamed the patient's femur about one half of a millimeter larger than is recommended in the surgical technique. It is possible that this led to the loosening of the implant. The manufacturing and sterilization records were reviewed and found no nonconformances or other issues that would have contributed to this complaint.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by doctor. (B)(6) due to a femoral canal-filling segmental stem loosening. The segmental stem was placed during the patient's primary eleos surgery which was also performed by (B)(6). The sales representative reported that the surgeon was having trouble placing the stem, so he reamed the patient's femur one half of a millimeter more than was recommended by the surgical technique. The sales representative, (B)(6), stated that he advised the surgeon of this, but the surgeon still reamed the femur more that was recommended. Prior to the revision surgery, the patient was found to have his femoral stem loosening and a revision surgery was performed. During the revision, the canal-filling stem as explanted and a cemented stem with he same dimensions of 11x120mm was placed. The loosening was aseptic, and no infection was found.